Event description:
It was reported that when the patient would jump into a pool, they experienced changes in therapy and was shocked differently. The patient representative said the patient had their scs for a period of 10 years. They also said the patient was getting ready to replace their scs. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).